Manufacturer narrative:
(B)(4).

Event description:
It was reported that bruising was noticed to the patient post-operatively after undergoing a procedure that utilized the t-max ii shoulder exposure positioner. No procedural delay was noted. There was no report of device malfunction during the procedure.

Manufacturer narrative:
Device investigation narrative - the subject device, a t-max exposure shoulder positioner, part number 7210551 with serial number (B)(4), was not made available to the designated complaint unit for evaluation and thus a visual and functional evaluation could not be performed. Details of bruising on the left operative side observed post-operatively were not provided. A review of the device history records showed that the device was released to distribution on or about november 09, 2012 and has been in service for approximately three years. The root cause of this event could not be determined with confidence. Factors which could have contributed to this event include proper set up of the positioning system, use of unapproved restraints as well as patient factors. Please refer to the instructions for use provided with the equipment. No containment or corrective actions are recommended at this time. Should the device be returned in the future, this investigation will be reopened. (B)(4).